Event description:
Report received of a non-delivery of insulin. It was reported that a pt was to receive an insulin drip 100units of insulin in 100ml of normal saline, which was started at 3:00pm on 11/07/2000. Per reports from the hosp, the night rn had difficulty controlling the patient's blood sugar with the insulin drip infusing at 6ml since midnight. IV push insulin was needed to cover insulin levels. At 6:00am on 11/08/2000, the drip was increased to 10ml/hr, and it was noted that the bag of insulin was still full. Since 3:00pm the expected delivered amount was 100ml, however, the bag appeared to be almost full. There was no reported adverse pt event. Though requested, there was no further info available.